Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open on the upper back between the scapula where pads and electrodes are sitting, skin is moist, rash look's like moisture dermatitis fungal rash. There was no alleged device malfunction contributing to the irritation. The wound care specialist applied betadine for the skin irritation. Follow up indicated that the skin irritation improved.